Manufacturer narrative:
Qn# (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that after two hours from the start of surgery, the applier failed to ligate the splenic artery 2nd clipping. Then when the surgeon grasped the handle, the tip of the applier broke. The user felt that the screw that holds jaws became loose or misaligned. It was suspected that the part from the broken applier was left in the patient. The part was not found in x-ray and the procedure was completed. The broken part was not found in the collected organs or gauze.

Manufacturer narrative:
(B)(4). The DHR for the returned instrument was reviewed and found completely without any irregularities. This instrument was produced at the (B)(4) as part of a 50pc. Lot in (B)(6) of 2017. The returned instrument and provided photos were evaluated and found that the jaws are loose and misaligned, and the pivot pin is pulled partially into the tube assembly. The tube assembly and the drive rod both are damaged/bent at the jaw end. As received this instrument is complete and not missing any components from the jaw end of the device but it was returned without the removable flush port cap which covers the flush port on the knob assembly. We are able to validate the alleged complaint since this device is unusable in its current state. All instruments from this product line are 100% visually inspected and function tested prior to shipping to customer as this is a standardized procedure at this facility. We are unable to determine what caused the tube assembly and drive rod to become bent/damaged and for the jaws to be loose and misaligned but mishandling of this device at the end users facility is suspected.

Event description:
It was reported that after two hours from the start of surgery, the applier failed to ligate the splenic artery 2nd clipping. Then when the surgeon grasped the handle, the tip of the applier broke. The user felt that the screw that holds jaws became loose or misaligned. It was suspected that the part from the broken applier was left in the patient. The part was not found in x-ray and the procedure was completed. The broken part was not found in the collected organs or gauze.